Event description:
The customer reported a non specific issue. The unit was sent to a covidien service center. Upon triage, a service found the power cord is damaged showing bare copper wires.

Manufacturer narrative:
Submit date: 02/24/2014. An investigation is currently underway. Upon completion, the results will be forwarded.